Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the ok button was sticking. The reporter confirmed that there was no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: there was no visible damage to the keypad. The pump keypad buttons were tested and the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was found under the contrast, up, and down buttons; the down arrow button was observed to be misaligned. Unrelated to the complaint, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.